Event description:
Healthcare professional reported "I need to perform surgery on a patient with allergan devices c-mlp - 350 cc. I am not sure if devices are broken." Device status unknown. This record relates to left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Device has been explanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.